Event description:
Interventional coronary wire was used in the lad during a stemi procedure. Wire was jailed with stents in the lad and circ, wire then unraveled, and tip broke off jailed into the lad stent. Disclosure was completed by physician, more harm to try to retrieve than to leave it alone.